Event description:
The customer contacted stryker to report that their device gave a "connect electrodes" message and would not analyze the patient's rhythm even though the defibrillation electrodes were connected to the patient. As a result, defibrillation therapy may have been delayed or unavailable, if needed. The patient involved in the reported event is deceased.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The cause of the reported issue could not be determined. The device was archived by stryker.

Manufacturer narrative:
The customer provided stryker with all the available patient information. Patient fields in which information was not provided were intentionally left blank. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device gave a "connect electrodes" message and would not analyze the patient's rhythm even though the defibrillation electrodes were connected to the patient. As a result, defibrillation therapy may have been delayed or unavailable, if needed. The patient involved in the reported event is deceased.

Event description:
The customer contacted stryker to report that their device gave a "connect electrodes" message and would not analyze the patient's rhythm even though the defibrillation electrodes were connected to the patient. As a result, defibrillation therapy may have been delayed or unavailable, if needed. The patient involved in the reported event is deceased.

Manufacturer narrative:
Section b1 adverse event/product problem of the supplemental medwatch report # 001 indicates: product problem. Section b1 adverse event/product problem of the supplemental medwatch report # 001 should have indicated: adverse event and product problem. Section h1 type of reportable event of the supplemental medwatch report # 001 indicates: malfunction. Section h1 type of reportable event of the supplemental medwatch report # 001 should have indicated: death.